Event description:
Customer complaint received that the operator of an acl top noticed that, the reagent and sample probes dribbled a small amount of liquid while recovering from an emergency stop. She expressed concern that this occurrence might potentially contaminate a reagant or sample. No patient results were affected; no patient treatment was changed in this event.

Manufacturer narrative:
The recovery cycle following an emergency stop on the acl top is being investigated to verify the observation and determine the magnitude of the potential risk to sample or reagent contamination if the observation is confirmed.